Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior mitral leaflet. A mitraclip xtw was inserted into the left atrium (la). However, during insertion of the clip introducer into the steerable guide catheter (sgc) hemostatic valve, the device was miss keyed and the blue lines did not meet. The clip delivery system (cds) was removed out of the sgc and reinserted again, and the two blue lines met. The clip was advanced to the mitral valve. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was deployed, reducing the mr to a grade of trace. It was noted that the clip was tested outside the patient, but the gripper still would not drop. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user miskeying the device when inserting the cds into the steerable guide catheter (sgc). It was determined that the miskey did not contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the IFU. There is no indication of a product quality issue with respect to manufacture, design, or labeling.